Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 1000mcg/ml lioresal at 1000mcg/day via an implantable infusion pump for a brain injury. It was reported that the patient presented with drainage from an area of their incision. The hcp discovered a small opening in the wound, which was closed with additional sutures. It was resulted that the patient being very small in size may have been a factor that led to the incisional reopening. It was reported that the issue was resolved at the time of the report. The patient status was noted as "alive-no injury." No further complications were reported.